Manufacturer narrative:
Product ID: 3550-05, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: 3550-05, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the blood being caked on the electrodes was that the electrodes were not properly cleaned off in the operating room prior to connecting the twist lock cable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 3550-05, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had been in excruciating pain. The patient went to their doctor and was given pain medication. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient¿s husband reported they went to the doctor and had the device cleaned up, and it was working again. On (B)(6) 2018 the patient reported they were still ¿drinking¿ their pain pills. Additional information was received on 2018-apr-16 from a healthcare provider stating that the cause of the device not working was that there was blood caked on the electrodes of the flexible wire coming out of the patient. The healthcare provider clarified the device clean-up was that the electrodes were cleaned with a sanitary cloth and the twist lock cable was re-connected. No other issues were reported. No further complications were reported.